Event description:
It was reported that the patient complains of aching pain along upper part of the thigh down to below the hip. He reports pain more pronounced in the mornings. Patient has been taking ibuprofen.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.